Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was trying to connect to their implanted neurostimulator to change the settings, but they were not able to. Caller said they were seeing a message that said the system was operating at the maximum settings. Agent walked caller through connecting to their settings. Caller changed to multiple programs and encountered same message. Patient was able to feel stimulation where ins was located on program 2. Patient felt stimulation in bicycle seat area on program 6. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller and patient will maintain settings and monitor symptoms.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the max settings was unknown. In an effort to resolve the issue, the rep called the patient on (B)(6) 2024 and spoke the patient's daughter who stated the patient was able to adjust their settings and it was working. The issue has been resolved. The rep stated the cause of the stimulation in the ins pocket was not determined and the most likely cause was unknown. The patient's daughter stated the device was working ok now and the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.